Manufacturer narrative:
(B)(4) 2015 - the device was returned and a detailed evaluation was performed on it. That evaluation noted that the cross braces were in good condition, so the complaint was not confirmed with respect to the reported issue. However, an alternative issue was discovered during the evaluation; the wheelchair had bent seat rails.

Event description:
Dealer is stating that the cross brace was broken out of box failure. No end user involvement.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer is stating that the cross brace was broken out of box failure. No end user involvement.